Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient was wearing the pod for between 4 and 24 hours on the arm. When the patient activated the new pod, he noticed his blood glucose starting to climb. He kept bolusing and his blood glucose results were 450 mg/dl. His blood glucose results were then 271 mg/dl and was going down 4 mg/dl per minute, so he went to bed. When he woke up, his blood glucose reading was 541 mg/dl. He was still trying to bolus and nothing was working properly. He was hovering around 400 mg/dl, 450 mg/dl, and 500 mg/dl. He started to feel sick and he went to the emergency room (ER). While he was at the ER, they diagnosed him with dka and placed him on an IV of fluids, because he was dehydrated, and novolog insulin drip. He still had the pod on when he arrived at the ER. During his stay, there was electric shock which deactivated his pod. The pod had brown coloring on the shell. The hospital kept the patient overnight. He was feeling nauseous and they gave him medication to help the nausea. While he was at the ER, the hospital gave him a shot of long acting novolog and 45 units of lantus. They checked his blood glucose every hour and made adjustments to the insulin if needed.

Manufacturer narrative:
The pod was received fully deployed. The distal tip of the soft cannula was flattened, but fluid could still flow through the tip. A leak was found on the unexposed portion of the soft cannula. Corrosion was noted in the pod on the pcb and batteries. Cracks were noted on the pod near the batteries. It could not be determined when the cracks occurred. An 0x3d alarm was sounded by the pod, indicated that the step sensor was shorted.